Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was leaking at site event on (B)(6) 2024. No further information available.